Event description:
The customer reported the generation of erroneously low patient results for sodium (na) and potassium (k) with g flags on their au5800 clinical chemistry analyzer. The customer indicated erroneous patient results occurred on (B)(6) 2024. There was no report of change to treatment, injury, or death associated with this event. Note: this report will address erroneous results with occurrence date of 14nov2024.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the failure mode as a defective dispenser unit. The fse replaced the dispenser unit to resolve the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter identifier is (B)(4). For erroneous results with occurrence date of 24oct2024.refer to beckman coulter identifier (B)(4). For erroneous results with occurrence date of 11nov2024 refer to beckman coulter identifier (B)(4).